Event description:
A report was received that the patients trial lead was fractured due to scar tissue and the physician left two contacts remaining in the patients body. The patient underwent an early lead pull.

Manufacturer narrative:
Sc-2316-70e (sn(B)(6) ) device evaluation indicated that the lead passed all tests performed.

Event description:
A report was received that the patients trial lead was fractured due to scar tissue and the physician left two contacts remaining in the patients body. The patient underwent an early lead pull.